Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.

Event description:
The physician reports performing cataract surgery with attempted implantation of a crystalens. After insertion, the lens did not unfold properly. When attempting iol placement in the bag, the iol became twisted at the optic/haptic junction, got displaced and tore zonules and capsular bag. Vitreous loss occurred. Subsequently the iol was removed and an anterior chamber lens was implanted successfully. Additional info has been requested.